Event description:
The customer reported that during a plasma collection procedure, a leak became evident. The procedure was paused and the line with the hole in it was clamped and heat sealed. The customer noted a puncture in the line. The procedure was ended after rinse back. The lead nurse informed the medical team of a potential sepsis issue with the patient. No medical intervention was necessary. (B)(4). This report is being filed due to alleged potential sepsis.

Manufacturer narrative:
(B)(4). Investigation: the plasma bag, and tubing below with slipfit luer were returned for investigation. The blue slide clamp was closed on the plasma line above the slipfit luer. Line was heated sealed below the luer. In this case because there was no product in the plasma tubing above the blue slide clamp, the leak at the slipfit luer possibly occurred because the clamp was inadvertently left closed during plasma collection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.